Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown tibial component triathlon tka. A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding pain involving an unknown triathlon tka tibial component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient has triathlon total knee implanted in (B)(6) 2009. He complains of knee pain. The plan is to lateral the tibial component.

Event description:
It was reported that the patient has triathlon total knee implanted in (B)(6) 2009. He complains of knee pain. The plan is to lateral the tibial component.